Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases and an opening on the radius side. A leak test and microscopic analysis were performed which identified a smooth crease opening, wear abrasion, a crack opening on the valve, and a greater than 1-millimeter void observed on the non-textured valve-to-shell-bond-area of the device. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the anterior side due to a fold flaw opening. The reason for reoperation is deflation.

Event description:
Healthcare provider reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a left side deflation. Device remains implanted.